Manufacturer narrative:
Method: device not returned. Results: manufacturing records for this product could not be reviewed because no lot number or product was provided. Conclusion: details on the patient's health, activity and any associated xrays were not available per the stryker rep, so the probable root cause for the screw backing out is not determined. Not returned.

Event description:
It was reported that; primary surgery was performed. After the surgery, the patient complained of neurological symptoms (pain) and revision surgery was performed. During the revision surgery, s1 left side screw was exchanged to a new screw and cage was inserted between l5 and s1. After the insertion of the cage, surgeon used compressor and tried to fasten a new locking cap on s1 right side screw. But the cap was not able to be fastened because the screw head had been wide. Finally, he also exchanged the s1 right side screw and finished the surgery. The reported complaint is for the tulip.

Manufacturer narrative:
Method: device not returned; results: manufacturing records for this product could not be reviewed because no lot number or product was provided. Details on the patient's health, activity and any associated x-rays were not available. Conclusion: the probable root cause for the screw backing out is not determined.

Event description:
It was reported that; primary surgery was performed. After the surgery, the patient complained of neurological symptoms (pain) and revision surgery was performed. During the revision surgery, s1 left side screw was exchanged to a new screw and cage was inserted between l5 and s1. After the insertion of the cage, surgeon used compressor and tried to fasten a new locking cap on s1 right side screw. But the cap was not able to be fastened because the screw head had been wide. Finally, he also exchanged the s1 right side screw and finished the surgery. The reported complaint is for the tulip.